Manufacturer narrative:
Unable to confirm pump damage (out of box) due to pump was received without the original packaging. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the sleep current measurement, active current measurement and self test. The pump was monitored for several hours, no blank display, frozen display and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2025 16:37:58.000. (B)(6) 2025 16:44:14.000. (B)(6) 2025 16:50:36.000. Low battery alert was found on: (B)(6) 2025 10:51:00.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 16:44:07.000. (B)(6) 2025 16:50:27.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected failed battery alert/battery failed alarm and low battery alert noted during testing. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 02-oct-2025. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Unable to confirm pump damage (out of box) due to pump was received without the original packaging. Pump damage (out of box) was unknown. The pump passed all the required testing. Customer alleged for blank display, frozen display and failed battery alert/battery failed alarm were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the location of the damage was on the case of the battery tube side, and there was physical damage to the pump out of the box. The customer received a battery failure. The customer, after changing the battery six times, the display remained blank, and the pump was no longer turning on. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. Troubleshooting was performed for the battery failed alarm. No damage was reported on the battery cap contacts or the battery compartment. Troubleshooting was performed for the frozen display, and the customer called back after resting the pump for 2 hours and replacing the battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.